Event description:
Follow-up identified the issue resolved on its' own without further intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the pocket site. Follow-up identified surgical intervention may be undertaken as the next course of action.